Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11. H11: one (1) actual device and twelve (12) retention devices were received for evaluation. Visual inspection of all samples did not identify any abnormalities that could have contributed to the reported condition. Functional testing was not required. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line connector of a homechoice cassette was inflated and it looks like it has a burr. This was observed prior to use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.